Event description:
It was reported that during an unknown procedure an instrument error was displayed. No adverse patient consequences were reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the 'instrument error' alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. . Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as 'tighten assembly' or 'blade error detected' followed by a 'replace instrument' screen later in the procedure, and continued usage can result in a broken blade.